Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, chronic issues, symptoms of silicone toxicity, pain, visibility/palpability.

Event description:
Patient reported right side "chronic issues," "symptoms of silicone toxicity," breast pain, heaviness, and rupture. Device remains implanted.

Manufacturer narrative:
Duplicate file. It has been identified that this record, mrn 9617229-2024-07278, is a duplicate of mrn 9617229-2024-04863. Please see mrn 9617229-2024-04863 for reportable events. This record is no longer reportable to the FDA.

Event description:
Duplicate file. It has been identified that this record, mrn 9617229-2024-07278, is a duplicate of mrn 9617229-2024-04863. Please see mrn 9617229-2024-04863 for reportable events. This record is no longer reportable to the FDA.